Event description:
It was reported that during a procedure, this right atrial (ra) lead appeared to have dislodged. The ra lead was explanted and successfully replaced with a new lead. The lead is expected to return. No additional adverse patient effects were reported.